Event description:
A user facility reported that an internal dialyzer blood leak occurred less than five minutes after the start of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the hansen iines and was observed as soon as the blood hit the dialyzer. The facility was able to detect the leak. The machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment. The patient¿s estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: event.

Event description:
A user facility reported that an internal dialyzer blood leak occurred less than five minutes after the start of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the hansen iines and was observed as soon as the blood hit the dialyzer. The facility was able to detect the leak. The machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment. The patient¿s estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A production records review was performed on the reported lot. During the lot history review it was noted that there was one other complaint reported against the lot and was reported by the same clinic. The complaint addresses an internal blood leak (no sample). There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the hansen iines. The facility was able to detect the leak. The machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment. The patient¿s estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for a manufacturer evaluation.